Event description:
During an in-clinic follow-up, increased capture threshold resulting in a loss of capture was observed on the leadless pacemaker (lp). The patient is pacemaker dependent but did not experienced any adverse consequences due to the event. No intervention has been performed. The patient is stable and will continue to be monitored.